Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal left anterior descending artery. Due to heavy calcification, a 1.5 burr rotablator was used. After protonation, pre-dilatation was performed with a 1.5 x 8 mm nc trek and then a 2.0 x 12 mm nc trek balloon catheter. A 2.25 x 15 mm xience xpedition was advanced to the lesion; however, it dislodged due to the calcification and was removed with a snare device. Pre-dilatation was performed again with a 2.0 x 12 nc balloon and another 2.25 x 15 mm xience xpedition was successfully deployed at 14 atmospheres to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgment was confirmed. Physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.